Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). "It was reported that the patient underwent a poly swap revision due to instability." (B)(4). Rec'd by MFR may 25, 2017. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a poly swap revision due to instability.

Manufacturer narrative:
Medical products - biomet por pri tib tray 83mm catalog# 141266  lot# 080300 , biomet finned pri stem 40mm catalog# 141314  lot# 209860 , bmet arcom ap pat 3pst 37mm lg catalog# 11-150844 lot# 360920 , maxim por ana pri fml 75 rt catalog# 140054 lot# 206310 , ti low profile screw 6.5x45mm catalog# 103536  lot# 180780 , ti low profile screw 6.5x40mm catalog# 103535  lot# 141680 , ti low profile screw 6.5x30mm catalog# 103533 lot# 141650 , ti low profile screw 6.5x30mm catalog# 103533 lot# 496840. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that the patient underwent a poly swap revision due to unknown reasons.